Event description:
The physician was using a complete se iliac stent to treat a lesion in the right mid sfa which exhibited moderate calcification. The lesion was predilated. Device was inspected and prepped prior to use with no issues noted. After deployment without any reported issue the stent appeared ¿bunched up.¿ a balloon was used to post dilate to bring it to form and length of the stent. Device did not pass through any other stent. No resistance was encountered during delivery to the lesion. The end result was good, and no further stenting was required.

Manufacturer narrative:
Evaluation results: (root cause unknown). No results available since no evaluation performed (device or procedural images not provided for review). No device received for evaluation. Evaluation conclusion: unable to confirm complaint (device or procedural images not provided for review). (Root cause unknown). (B)(4).